Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: from the investigation, the tension spring remained inside the deployment tube which prevented the seal from deploying inside the aorta. It was observed thate the anchor/safety tab were outside of tube. No non-conformities were observed on the seal that was still loaded inside the deployment tube. The complaint is confirmed.